Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead - (B)(6) 2005; 4194 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the high voltage coil and an apparent fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedances on the superior vena cava defibrillation coil and the right ventricular defibrillation coil, were beyond the expected upper range. Additionally, there was a lead impedance out of range alert. The maximum superior vena cava defibrillation impedance rose from an approximate baseline of 50 to 60 ohms between (B)(4) 2014 and the end of the record. An out of threshold sub-threshold lead impedance alert occurred on (B)(4) 2014.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated an alert for lead impedance out of range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was high impedance on the svc coil. The coil was capped. Later, a revision was attempted; however, the vein was occluded. The lead remains in use.